Event description:
The customer reported a button issue. This reported issue was clarified as a failure to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a button issue. This reported issue was clarified as a failure to power up. There was no report of pt involvement. The device was evaluated by a third party engineer and the issue was verified. The ac power cord was found to be defective. Replacing the ac power cord resolved the problem. The device passed testing and was placed back into service.